Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the driveshaft, nose cone, bearing stop and rotor assembly were worn, which were all replaced.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the case was completed.